Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 5 of pd treatment. Prior to finding the leak there were multiple draining slowly msg/drain complication warnings. The blue pin that is closest to the patient was not pushed in. The patient line was not kinked. Air bubbles were discovered in drain line. There was no fibrin discovered. Patient line clamp was opened. There was fluid found in the cassette door. There was fluid in the pump module area on the exterior of the cassette. In a follow the caregiver stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics for 3 days. Confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler is scheduled to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient's caregiver reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 5 of pd treatment. Prior to finding the leak there were multiple draining slowly msg/drain complication warnings. The blue pin that is closest to the patient was not pushed in. The patient line was not kinked. Air bubbles were discovered in drain line. There was no fibrin discovered. Patient line clamp was opened. There was fluid found in the cassette door. There was fluid in the pump module area on the exterior of the cassette. In a follow the caregiver stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics for 3 days. Confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler is scheduled to be picked up and returned.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during pd treatment there was a fluid leak encountered. The leak was discovered during drain 2 of 5 of pd treatment. Prior to finding the leak there were multiple draining slowly msg/drain complication warnings. The blue pin that is closest to the patient was not pushed in. The patient line was not kinked. Air bubbles were discovered in drain line. There was no fibrin discovered. Patient line clamp was opened. There was fluid found in the cassette door. There was fluid in the pump module area on the exterior of the cassette. In a follow the caregiver stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics for 3 days. Confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. Stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. Confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler is scheduled to be picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Patient sensors calibration check passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined..the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.